Event description:
The customer contacted an abbott cta after receipt of the ausab quantitation panel product correction letter. The customer stated reagent lot 46399m100 was used to screen organ donor samples. The assay was processed on the quantum ii procedure a, with approximately four donor samples tested per month. Ausab quantitation was performed if the donor tested reactive for corzyme. The customer indicated they would continue to use the reagent lot and take the correction letter into account when evaluating results. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.